Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. Ams in-fast swivel tcm and in-fast ultra are also referenced, but no clarifying information is provided. The patient experienced pain, infection, worsened incontinence, urinary problems, dyspareunia, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and intrinsic sphincter deficiency.

Manufacturer narrative:
(B)(4) ¿ infection; worsened incontinence; urinary problems; dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.